Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("severe organ perforation/ repair one of her fallopian tubes which had been perforated by the device") and device dislocation ("device migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unsuccessful surgery to remove the essure" in (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent an unsuccessful surgery for essure removal). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, menstruation irregular, abdominal pain lower, abdominal distension and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, fallopian tube perforation, hormone level abnormal and menstruation irregular to be related to essure. The reporter commented: patient is discussing with her doctor the possibility of undergoing a hysterectomy in the near future to remove the essure device. Diagnostic results: on unknown date : hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("severe organ perforation/ repair one of her fallopian tubes which had been perforated by the device"), device dislocation ("device migration") and genital haemorrhage ("unusual bleeding") in a 36-year-old female patient who had essure (batch no. 626438, 6277850-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2018 and lorazepam from (B)(6) 2009 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), anxiety ("anxiety"), depression ("depression") and menstrual disorder ("unusual menstruation"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. In (B)(6) 2013, the patient experienced complication of device removal ("unsuccessful surgery to remove the essure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles. "), abdominal pain lower ("cramping"), abdominal distension ("bloating") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical center via bilateral tubal occlusion reversal on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, menstruation irregular, abdominal pain lower, abdominal distension, hormone level abnormal, complication of device removal, anxiety, back pain and menstrual disorder outcome was unknown and the depression had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, complication of device removal, depression, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menstrual disorder and menstruation irregular to be related to essure. The reporter commented: patient is discussing with her doctor the possibility of undergoing a hysterectomy in the near future to remove the essure device. Essure device removed at surgical center via bilateral tubal occlusion reversal on (B)(6) 2013. The right implant was removed but the left implant was lost, could not be identified and was therefore not removed.) *did you undergo an essure confirmation test? Yes. If yes, on what date? Approximately (B)(6) 2009. Type of test: hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: sonogram showed no essure on left. Put in 2 on the left".. Lot number 6277850 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("severe organ perforation/ repair one of her fallopian tubes which had been perforated by the device"), device dislocation ("device migration") and genital haemorrhage ("unusual bleeding") in a 36-year-old female patient who had essure (batch no: 626438, 6277850) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac) from on (B)(6) 2018 and lorazepam from on (B)(6) 2009 to on (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("severe abdominal pain"), anxiety ("anxiety"), depression ("depression"), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("unusual menstruation"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced complication of device removal ("unsuccessful surgery to remove the essure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles."), abdominal pain lower ("cramping"), abdominal distension ("bloating") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical center via bilateral tubalocclusion reversal on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, menstruation irregular, abdominal pain lower, abdominal distension, hormone level abnormal, complication of device removal, anxiety, back pain, genital haemorrhage and menstrual disorder outcome was unknown and the depression had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, complication of device removal, depression, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menstrual disorder and menstruation irregular to be related to essure. The reporter commented: patient is discussing with her doctor the possibility of undergoing a hysterectomy in the near future to remove the essure device. Essure device removed at surgical center via bilateral tubalocclusion reversal on (B)(6) 2013. The right implant was removed but the left implant was lost, could not be identified and was therefore not removed). Did you undergo an essure confirmation test? Yes. A. If yes, on what date? Approximately on (B)(6) 2009. B. Type of test: hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date: sonogram showed no essure on left. Put in 2 on the left". Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Laboratory data, concomitant drugs were added. Updated suspect drug indication. Events anxiety, depression and back pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.